Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken and there was a return of pain. Patient states he has fallen a couple times, however the most recent being within the last time being approximately 30 days ago. Patient states after the fall he noticed he was unable to turn stimulation up or increase the intensity for all programs. Patient came in and impedance check was performed contact four and five shows that they are damaged all other contacts on lead. 0-7 have high impedance and show that there is a possible short. Patient was reprogrammed using only lead 8-15. Patient state so when rep turned on stimulation, he felt it in all areas that he needed it especially on the right side, which is his worst. At this time, patient states that he wants to try all these programs and would prefer not to have another surgery it¿s not necessary. Patient states that he will follow up with provider and let them know if he is not getting sufficient relief. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.